Event description:
(B)(4).

Manufacturer narrative:
Attempts were made to obtain additional info from the user facility regarding this event. The info submitted reflects all relevant data received. Eval summary: (B)(4) no anomalies found; full lead returned and analyzed. A second copy of a medwatch 3500a was subsequently received from the same user-facility. Several sections had been corrected, so this second report is also being submitted.